Manufacturer narrative:
Device evaluated by MFR: the unit was returned. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection was performed. Only the main coil was returned for this complaint. A delivery wire and introducer sheath were not returned for this complaint. The main coil was found kinked and stretched along the device. The interlocking arm was detached. No more damages were found in the returned device. Microscopic inspection and dimensional inspection could not be performed on the delivery wire as it was not returned. The main coil was inspected and the zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was detached. It was observed that the main coil was missing proximal fiber bundles.

Event description:
Reportable based on device analysis completed on 28 oct 2019. It was reported that the device was stuck and could not be advanced. A 20mm x 40cm interlock-35 was selected for use. During procedure, it was noted that the device was stuck within the distal part of the catheter and could no longer advance. The coil was removed with the catheter from the patient without any intervention. The procedure was completed with another of the same device. No patient complications were reported. Patient was stable. However, device analysis revealed that the interlocking arm detached and missing fiber bundles.